Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two devices were received for evaluation. The events were not duplicated during testing; however, 1 device was found to be affected by corrosion and 1 device was found to be affected by worn internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device produced metal shavings. There was no patient involvement; no patient impact.